Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that this case reports that following a tka procedure, plastic from the poly was potentially retained in the patient. It was communicated that there was difficulty sliding the poly into the base and additional force was applied to insert, causing the plastic from the poly to peel. No product information or clinically relevant supporting documentation was provided for inclusion in this medical investigation. Without the requested clinical information, the root cause of the reported issue could not be concluded. The potential debris from the polyethylene, if left behind, could have a host reaction but the volume of the debris and location is unknown. Also with irrigation and flushing, this risk is mitigated. The impact to the patient beyond the procedure cannot be concluded, as the outcome has not be provided. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include a sizing or surgical technique issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information: d4 and d11.

Event description:
It was reported that the poly¿s stick and won¿t slide in the base or they slide in after pushing hard but peel off some of the plastic on the poly which leaves the poly residue potentially in the patient.

Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The devices are heavily damaged with nicks, gouges, and burrs on the mating surfaces, rendering the devices inoperable. The devices were manufactured in 2004-2016 and show signs of extensive wear/ usage. The medical investigation concluded that, based on the limited information provided, the root cause of the issue could not be determined. Based on the product evaluation, a user vs procedural error could not be ruled out as a contributing factor. The material of the returned trial is polyphenylsulfone, it has good biocompatibility for prolonged exposure. Long term implantation data is not available. The potential debris could have a host reaction but the volume of the debris and location is unknown. With irrigation and flushing, this risk is mitigated. The impact to the patient beyond the procedure cannot be concluded. Should additional information becomes available this issue can be re-elevated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated.